Event description:
According to the reporter, during a procedure, the patient had a burn on the back with red outline and middle open burn wound. The use of the other machine that uses a metal plate, a wire that wraps around our bovie pencil, and bovie pad was placed on the back rather than below hip as stated in the instructions for use of the non-medtronic machine. Replacements and in correct bovie pad placement on back with use of other products that proportionally aided on the cause of the burn.

Manufacturer narrative:
D10 concomitant product: e7507, e7507 polyhesive ii rem ret el w/cord (lot#241550360t). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.